Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted battery will not be returned per hospital policy.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted battery will not be returned per hospital policy.